Manufacturer narrative:
The passed the following test: displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Pump was cut open to perform visual inspection and moisture damage was found at the pcba 1 and force sensor. Successfully downloaded history files and traces using thump. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and it passed. P-cap was attached and lock into place properly. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, pillowing keypad overlay and serial number label missing. Rewind anomaly was not confirmed. No communication to mobile was not confirmed. Cosmetic damage was confirmed on the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no com pump to mobile, rewind anomaly, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884l. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-6101. No product return is required for mmt-1884l.

Manufacturer narrative:
Additional information has been received regarding the weight change from 184 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.